Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed when dry firing and was locked out after the initial firing of the device. The tech dropped the device and the jaws opened and the clips fell out. They completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Advancer bypass. Evaluation summary: the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, if fired three malformed clips due to an advancer bypass and the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence, the trigger hesitated when attempting to open the device. Aid was required to open the trigger. Please note that an investigation has been initiated to address the potential root cause of this issue. No incident related to the reported event was observed during the batch record review.